Event description:
It was reported that a smiths medical pump displayed motor rate error. No patient involvement.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical medfusion pump was returned for analysis with cracked bottom case by the ac receptacle and cracked right plunger case. During analysis, the reported issue was able to be duplicated. Motor rater error was found during occlusion test. It was noted that the worm coupling, and worm gear showed signs of normal wear and was noted to be to cause of the reported issue. Service replaced old motor mount, worm coupling and worm gear, performed power up process, preventive maintenance, occlusion test and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.